Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing low blood glucose (bg) levels (35mg/dl), since changing out supplies this morning. Elevated bg levels were treated by disconnecting the pump, and drinking 4 cans of soda. The customer's bg levels were stable at the time of the call, but the customer believed that the pump was over-delivering insulin and thought that it might need to be replaced. System check was not performed, however tandem's technical support recommended that the customer download the pump's data via t-connect so that they can do a more thorough investigation. The customer indicated that they were on a cruise and were unable to send data at the time. Tandem's technical support attempted to follow up with the customer over a period of several days, however, there was no response.